Event description:
It was reported that while in use, the handpiece allegedly overheated and the surgeon received a burn to the finger which resulted in a blister. There was no injury to the pt and no indication that the blister will need further treatment.

Manufacturer narrative:
The handpiece investigation has not yet begun. A f/u report will be filed upon completion of the investigation.